Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate; method of insulin therapy.